Manufacturer narrative:
Root cause: the drill was forwarded to a laboratory for analysis of the material, heat treatment and fracture analysis. It was concluded that although the material was heat treated as required, it was not chemically consistent with the (B)(6) per interventional spine requirements as specified in the drawing. Explanation: on 12/12/2007, a market withdrawal was initiated for lot number 090907a. At the time of this complaint, this was not considered a health hazard, but as a business decision to eliminate any potential risk or customer dissatisfaction and to provide units for additional testing. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
#Of implants: 4. Drill bit snapped at the diameter change interface. The distal portion of drill was stuck in bone and could not be retrieved during the case and surgeon proceeded with the case. Patient did not do well post op and presented with leg pain and dropped foot. All implants were removed the following day of original implantation. All implants successfully removed using another perpos kit, but piece of drill bit was imbedded in bone and unable to be explanted.